Event description:
The pump was returned for investigation. Investigation revealed that the display screen was damaged. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection was performed and a cracked/damaged oled display was observed. The pump booted up with audio and vibrate and the display was blank. (B)(6).